Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The customer reports that the allis forcep broke at the "flange" tip during a laparoscopic vaginal hysterectomy. He stated that the tip was retrieved and the parts appear to approximate properly. The pt was x-rayed and there appeared to be no parts left in the pt. There was no pt injury.